Event description:
(B)(4). ER visit leading to diagnosis of cystic uterus that spread through abdominal wall causing 2 large abdominal cysts, cysts as well as uterus and fallopian tubes/essure coils surgically removed (B)(6) 2017.